Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high thresholds and no capture. It was also reported the patient experienced palpitations. A chest x-ray revealed the lv lead had dislodged and was now located in the coronary sinus main body. The lv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.